Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip. Unit had missing reservoir tube o-ring.

Event description:
The customer reported via phone call that the insulin pump had a crack in the reservoir lip ring. The blood glucose level of the customer was unknown. The reservoir was able to able to lock in place when inserted in the insulin pump. The customer was advised that the insulin pump needed to be replaced. The customer was advised to discontinue to use of the insulin pump and revert to the backup plan. The device will return for analysis.